Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9220391, medical device expiration date: 2020-05-31, device manufacture date: 2019-08-08, medical device lot #: 9260285, medical device expiration date: 2020-06-30, device manufacture date: 2019-09-17, medical device lot #: 9260286, medical device expiration date: 2020-06-30, device manufacture date: 2019-09-17.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9220391, 9260285 and 9260286. Information received: they have had two lots that have been overfilling. Date of event: week of nov 25th (lot 9220391), date of event: unknown (lot 9260285), date of event: (B)(6) 2019 (lot 9260286), patient identifiers: none available.

Event description:
It was reported that an unspecified number of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced over fill during use. The following information was provided by the initial reporter: material no. 363083, batch no. 9220391, 9260285 and 9260286 . Information received -they have had two lots that have been overfilling. Date of event: week of (B)(6) (lot 9220391). Date of event: unknown (lot 9260285). Date of event: (B)(6) 2019 (lot 9260286). Patient identifiers: none available.

Manufacturer narrative:
H.6 investigation summary: bd had not received samples or photos from the customer facility for evaluation. Retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to overfill as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.